Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the insulin pump's sensor and blood glucose reading. The customer's blood glucose level was 459 mg/dl but his sensor glucose reading was 80 mg/dl. He declined troubleshooting. The device was not returned.